Event description:
Study subject has reported ae that came in to clinical data management. Investigator reported a closed reduction of right prostatic hip due to hip pain and instability that he stated was related to the study device. Signs/symptoms reported were pain and instability. The adverse event was considered resolved as of (B)(6) 2013. Original data of surgery was (B)(6) 2006. The trident x3 device was placed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.